Manufacturer narrative:
Concomitant medical products: 4092-52 lead implant date (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, belly pain and a fall. It was further reported that the right atrial (ra) lead exhibited a lead warning and over-sensing. It was also reported that no pacing was observed. The ra lead remains in use. No further patient complications have been reported as a result of this event.